Event description:
It was reported by service report that the scale was showing an error message. There was pt involvement. However, no adverse consequences were reported.

Manufacturer narrative:
Result: faulty foot-end left load cell.